Event description:
It was reported the gastrointestinal videoscope had foreign material in the air/water cylinder and air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the air/water cylinder and air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.